Event description:
A trilogy ev300, USA ventilator, was evaluated as routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy ev300, USA device by the field service engineer (fse), the device failed the initial system setup test due to pilot pressure point out of range. The fse recommended replacing the device's active exhalation control module and 3-way solenoid valves to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.